Event description:
It was reported that an x-tip separated; the separated piece was retrieved.

Manufacturer narrative:
Though there was no injury reported in this event, there have been previously reported events resulting in an injury necessitating medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. The device was returned for eval, though results are not available. Eval results will be submitted as they become available.